Event description:
Per the clinic, the patient developed swelling, infection with purulent discharge and implant extrusion. The patient subsequently underwent a washout and wound closure procedure (specific date not reported); however, the issue could not be resolved. Therefore, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.